Event description:
It was reported that during a coronary drug eluting stent treatment procedure, a stent embolization occurred. The 90% stenosed ostial lesion being treated was located in the moderately calcified, mildly tortuous proximal right coronary artery (rca). The lesion was predilated with a 3.0x15 mm non-boston scientific balloon, inflated to 10 atms for 20 seconds. The physician had trouble crossing the lesion. The stent was pulled back to the guiding catheter and the stent stripped off the balloon. The stent was found in the profunda and was retrieved with a snare. The procedure was completed with a 3.5 mm non-boston scientific stent. No additional patient complications were reported. Patient status reported as "ok".